Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that the buttons on the keypad were not responding and the numbers on the screen were ramping. Customer stated that the insulin pump may have been recently exposed to water. Blood glucose level was 298 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No number ramping anomaly was noted during testing. The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted on the motor or electronic assembly during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.